Event description:
The user facility reported that during a patient procedure their DEFENDO Valve and Connector Kit was leaking water. The procedure was completed successfully following a short delay. No report of injury.

Manufacturer narrative:
The device subject of the reported event was not returned for evaluation. Without the return of the device, an exact cause could not be determined.The Device History Record was reviewed and confirmed the lot subject of the event was manufactured to specifications; no abnormalities were noted. This is an isolated event for the subject lot.No additional issues have been reported.